Manufacturer narrative:
The customer further informed philips that during testing the energy delivered differed from the selected energy. The customer did not approve of the repair quote from the local philips repair facility. The device was returned to the customer site unrepaired. The cause of the reported malfunction can not be determined as the customer declined repair.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed the defib test during the operational check. There was no patient involvement.